Event description:
Technician alleged that the brake casters rolled when the brake was set. No pt impact.

Manufacturer narrative:
The technician found the lock on the brake was broken. The technician replaced the lock to resolve the issue.